Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 3.00x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After removal of the device, it was found that the middle part of the stent was broken. No patient complications were reported.